Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 530 mg/dl associated with a potential inaccurate delivery issue. Reportedly, the patient remained on the insulin pump. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. It was reported that there were recent changes made to the patient¿s basal rate and bolus settings by their healthcare provider (hcp). This complaint is reported because the patient experienced a hyperglycemic event related to a potential inaccurate delivery issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.